Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 470578, expiration date 12/31/2013). (B)(4).

Event description:
Caller states patient tested 27.5 mmol/l and 33.0 mmol/l on inform system 1, and result of 6.9 mmol/l on inform system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 470578, expiration date 12/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.